Manufacturer narrative:
(B)(4). The affected set has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Method: no available code for investigation pending.

Event description:
Customer reported that while priming the secondary antibiotic tubing and connecting to the pump, rn noticed that antibiotic was emptying into normal saline flush bag instead of infusing down the line to the patient. The use of the correct tubing was verified with 3 other nurses. There was no patient harm reported and no medical intervention was required.